Manufacturer narrative:
Zimvie received one (1) tsv4h10, (imp, tsv,4.1mm, dual sel, ha) for evaluation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Product within specs. DHR review was completed for the subject lot number 1271442. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1271442 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: medical: pain. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, device malfunction did not occur. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. E1: email address and last/given name unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient reported having pain around the implant at tooth site #26. The implant was removed.